Event description:
During a neocolic colon resection, there was an electric arc which perforated the small intestine. The valleylab generator was used with an ethicon bi-polar forceps.

Manufacturer narrative:
The generator was returned to the technical svc, evaluated and found to be performing properly.